Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30sep2020.

Event description:
It was reported that the ventilator had an error code indicating alarm light emitting diode (led) failed. However, the led was working. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The customer troubleshot with technical support. The customer reported to have replaced the front bezel to address the reported issue.